Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5088755 it was reported that a female patient underwent an unspecified breast reconstruction with a 650cc mentor cpx 3 breast tissue expander with suturing tabs and experienced postoperative right-sided early onset seroma and left-sided deflation. The seroma needed to be aspirated, and the right-sided tissue expander was removed. The patient reported that the left-sided deflated tissue expander has been implanted for six years, and at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.